Event description:
Additional information reported that the shaft separation occurred during removal from the hoop. No additional information was provided.

Event description:
It was reported that when the 3.0 x 33 mm xience xpedition stent delivery system (sds) was removed from the hoop during un-packaging, the shaft kinked. There was no resistance noted during removal. The device was not used. A new xience xpedition sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. The device was returned and it was found that the hypotube was separated. Additional information reported that the shaft separation occurred during removal from the hoop. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The shaft kink and separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the shaft separation occurred during removal from the hoop. Device analysis noted contrast in the inflation lumen; therefore, it appears that the device was prepped for use prior to removal from the hoop. It should be noted that steps in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) states to remove the delivery system from its protective tubing prior to preparation of the delivery system. In this case, it is unknown if the IFU deviation contributed to the reported shaft separation.